Manufacturer narrative:
(B)(4) the sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event the same day as onset. On the same day, the patient was treated with injection of fortum (500 milligrams in the first and third bag, frequency not reported). Treatment for the event was ongoing. At the time of this report, the patient outcome of this peritonitis event was unknown. Dianeal therapy was ongoing. No additional information is available.